Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to (b)(4 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing an itchy and oozing rash under the therapy electrodes pads. There is no alleged device malfunction. There is no indication the patient received medical intervention. Medical outcome of the rash is unknown.